Event description:
It was reported that during a da vinci-assisted surgical procedure using a dual surgeon side console (ssc) setup, the right blue energy pedal on one of the ssc was not working. Customer called an intuitive technical support engineer (tse), it was stated that the customer switched to the second console and completed the procedure under this condition with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the issue and replaced the suspect ssc surgeon back plane (sbp) board, system cable, and ssc footrest assembly. After replacement, system was tested and verified as ready for use. The replaced system cable is a field scrap item and will not be returned to isi for further investigation. Isi has not received the sbp board and ssc footrest assembly involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the products are returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Isi received the ssc surgeon back plane (sbp) board and ssc footrest assembly. The board passed fiber ports communication, ergo, switches, epo function, touchpad, foot pedals, ten power cycles no issue and powered up normal. The footrest assembly was installed on the test xi system and on startup unit did not immediately give trouble. All pedals were tested according to procedure and showed no trouble. There was some squeaking observed on the camera pedal. Ergonomics were functional. Only very slight cosmetic damage on the paint could be observed on the front of the unit. Unit was left idle on the system for 15 minutes before performing testing again with the same results.

Event description:
Refer to h10/h11 for follow-up information.